Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated report submission date and to report device evaluation results. Updated device return date, follow-up report submitter, awareness date and report type and follow-up number. Update for follow-up type, device evaluation status and method, result and conclusion codes.

Manufacturer narrative:
Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), a patient's dental implant failed to osseointegrate. The implant was removed four months after placement. Inflammation and fibrous tissue was reported to be around the implant. Treatment was scheduled for a future date.